Event description:
Facility reported that "injection port with rubber stopper went into tubing and occluded it." Reportedly, IV would not run. Reported condition noted during pt use. There was no injury or medical intervention required as a result of the reported condition.